Event description:
The physician had no insight as to what could be causing the sudden uptick in seizure activity. The physician does not think it is due to vns. Most recent device diagnostics were unavailable but the doctor said impedance was fine when last checked. There were no external factors known that could be implicated in the increase.

Event description:
The patient reported that he is having more than 30 seizures per day. The patient stated his vns baseline is 5 seizures a day and his pre-vns baseline is about 30 seizures a day. Device history records were reviewed and the generator was confirmed to be sterilized and there were no nonconformities prior to distribution. No other relevant information has been received to date.